Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The patient was undergoing surgery for embolization of an internal carotid artery c6 segment aneurysm. It was noted that the patient¿s vessel tortuosity was normal. The patient is recovering well from the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one axium coil was stretched during the embolization procedure, and another axium coil became bent during delivery and could not be used. The coil experienced unexpected bending, loss of flexibility, and loss of shapeability either within the microcatheter or at the moment of exiting the microcatheter. As a result, it could not be smoothly filled into the aneurysm cavity and posed an operational risk. Ultimately, this coil had to be abandoned. Thereported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an echelon 10 microcatheter. Additional information was received that the coil (apb-1-1-hx-es) was implanted and the location was not ideal. The procedure was completed by pushing the stretched portion into the tumor cavity using a microcatheter. The cause of the coil damage/shape issue was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Update b5. Device remains in patient correction for h3 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received.the maximum diameter of the aneurysm was reported to be 6 mm, with a neck diameter of 4 mm. The hcp clarified that only the apb-1-1-hx-es coil was abandoned and discarded. The stretched coil, apb-2-6-hx-es, was not removed and remained in place.